Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Surgical technique was reviewed and following information was found relevant: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Note: plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: locking cover not locked properly during initial surgery, over angulation on screws causing stress on the construct, inadequate screw hole preparation, etc.

Event description:
It was reported that an ozark self drill variable angle screw at c7 migrated from an ozark cervical plate at approximately 3 months post-operatively. Revision surgery is not planned at this time, the surgeon will continue to monitor the patient.

Manufacturer narrative:
Additional information: a.2, a.3 patient age and gender; d1, d4, d6a product catalog number and implant date.

Event description:
It was reported that an ozark self drill variable angle screw migrated from ozark cervical plate at post-operative follow up. No adverse affects for patient. No revision is planned, surgeon will monitor patient.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an ozark self drill variable angle screw migrated from ozark cervical plate at post-operative follow up. No adverse affects for patient. Surgeon will monitor the situation.